Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -18.00/1.5/150 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2020. Lens rotation and refractive surprise has been reported. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).